Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 19mm 11500a aortic valve was explanted after an implant duration of four (4) years and nine (9) months due to unknown reason. The explanted device was replaced with a 23mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through implant patient registry and medical records that a 19mm 11500a aortic valve was explanted after an implant duration of four (4) years and nine (9) months due to severe stenosis. The patient presented with nyha iii -IV heart failure and presyncope. The explanted device was replaced with a 23mm 11500a aortic valve. The patient was transported to the cicu in stable condition. Per medical records, intraoperatively, the aortic valve was explanted, and annulus tissue was debrided. A new 23mm 11500a valve was sutured with corknots and seated well. Tee showed no pvl with mitral valve still functioning well. Patient was transferred to cicu in stable condition. Patient discharged on pod#8. Per pathology, explanted valve had a hole, with tan-red irregular soft tissue attached. Only gross examination was performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including coronary artery disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.